Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the suture passer is not visible from the underside of the insertion rod. No other deficiencies are visible. A functional evaluation showed pulling the trigger to the first stop closes and locks the jaws as intended. Pulling the trigger to the second stop deploys the suture passer out the bottom of the jaw instead of the upper jaw. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force or torsion during use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff procedure, the firstpass suture passers needle broke into pieces when it was passed through the cuff; however, no piece fell inside the patient. There was a back-up device available. It is unknown if there was a delay. No further complications were reported.